Manufacturer narrative:
(B)(4). Device evaluation: the reported condition involving an infuso.r. Pump in which the motor did not turn at all was confirmed and reproduced during product evaluation. The root cause was determined to be a faulty micro-processor unit printed circuit board (mpu pcb). The mpu board was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Event description:
The facility representative reported an infuso.r. Pump with a condition of the "motor does not turn at all". This condition occurred during programming/setup. This condition has the potential to cause an interruption of delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.